Event description:
It was reported that the ilet device experienced overheating during charging and slow battery charging even after a charger replacement, and the device was subsequently replaced with the user informed it would no longer be watertight; the issue was associated with the battery component and characterized as device overheating. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an insulation problem with the battery component consistent with an overheating device issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.